Manufacturer narrative:
Exact date unknown, event occurred three years from the date the manufacturer became aware of the event. Explant date: 3 years ago. Additional suspect medical device components involved in the event: product family: linear 3-6 lead 70 cm, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 17274943/17274943/17274943/17354107.

Event description:
It was reported that the patient underwent an explant procedure due inadequate stimulation and was doing well postoperatively. The explanted devices were discarded.